Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429688 lead, implanted: (B)(6) 2014; a 407652 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
The patient reported that the patient's pulse, which was usually 60 bpm, was now 36 bpm. The device remains in use. No patient complications have been reported as a result of this event.